Event description:
This lead has no known implant and explant date. It was noted that this lead was broken and had to be replaced. The physician was not known at (B)(6) in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).